Event description:
It was reported that the patient presented for a routine device change out procedure. Prior to the procedure, x-ray imaging was performed and revealed that the right ventricular (rv) lead exhibited insulation damage and externalized conductors. On (B)(6) 2024, the lead was capped and replaced. The patient was in stable condition.